Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (pm) exhibited failure to release from the delivery catheter and sustained a sprung helix. The rvlp was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. Patient condition was stable.